Manufacturer narrative:
Batch review performed on 12 january 2021: lot 177440: (B)(4) items manufactured and released on 06-mar-2018. Expiration date: 2023-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and poly swap, 2 months after the primary. The surgery was completed successfully.